Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had multiple falls with increased back pain and a malfunction of the off/on setting. It was noted they were seen on (B)(6) 2018 and the fall occurred about a week prior to that with the on/off settings changing. It was noted that the device was functioning with no known lead or device problems and this was determined to be a positional problem with on/off changes in settings. Reprogramming was done with a new group b and there was a decrease in pain on (B)(6) 2018, resolving the issue. No further complications were reported or anticipated.